Event description:
A contractor who was to work on the mr room cabinetry brought a large toolbox into the mr scan room. The contractor was pulled onto the magnet with his back to the magnet and the toolbox in front of him pinning him to the magnet. Another contractor pulled the toolbox to the side to extricate the pinned contractor. He was advised to go to the emergency room to be checked, but he declined to do it. He was warned before entering the mr room not to bring metal tools and the room did have a post warning sign not to bring in metal objects.